Manufacturer narrative:
Investigation summary. No product was returned. Ventricular tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the gi bleed was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot device lot: 1932237 device history batch subcomponent lot: n/a device history review device (sn: 603364) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 received one unit of packed red blood cells for hemoglobin at 7.1 labs were pending. Nitroglycerin was started for after load reductions. A few days later, the patient experienced premature ventricular contractions/self-limiting ventricular tachycardia after increased to p7 yesterday. Transthoracic echocardiogram showed impella close to septum and six centimeters across atrioventricular. A discussion with surgery regarding pulling back the impella. The patient had ventricular fibrillation in the operating room prior to the impella. Additionally, the patient suffered gastrointestinal bleeding. Anticoagulants were withheld. The patient is in stable condition.